Event description:
Pt received 5 taxus stents in left anterior descending artery in 2004. They were returned to the hospital emergency room 6 days later with chest pain. Pt was taken to cv imaging dept and angiograms showed the lad vessel was closed. Attempts to revascularize were unsuccessful and "iabb" was inserted and pt taken to ccu.